Event description:
It was reported that this right ventricular lead was explanted due to experiencing fracture and exhibiting oversenslng. Another lead was implanted instead. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).